Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular (rv) lead noise warning and a lead integrity alert for high rate non-sustained episodes and the sensing integrity count was noted. It was also reported the patient received inappropriate shock therapy due to over-sensing/noise of the rv lead, the lead displayed high impedance and high thresholds without capture. Additionally, with shoulder movement the lead perceived noise. Re-programming was done by "turning the lead off," which was followed by removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the lead was fractured and replaced. The patient is a participant in the post approval network study.